Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: (B)(6) 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was received. The lens was visually inspected under magnification revealing that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues with the lens that could cause or contribute to the complaint issue were identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after inserting the johnson and johnson (jnj) intraocular lens (iol) the patient experienced blurriness on peripheral with lack of focus. The iol was explanted and replaced with a non-jnj lens (alcon vivity lens). The patient was not injured and there were no complications such as incision enlargement, vitrectomy, sutures, or prescribed medication. The patient¿s outcome is very clear vision and they¿re happy. No further information was provided.